Manufacturer narrative:
Device evaluated by MFR: device return and analysis is not required as the root cause has been established.

Event description:
It was reported that the patient¿s device was explanted due to infection. The generator was confirmed hp sterilized and passed all specifications prior to distribution. No additional relevant information has been received to date.